Manufacturer narrative:
Use error caused or contributed to event (undersized main stent graft body being chosen). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.0cm abdominal aortic aneurysm. It was reported that a type ia endoleak was discovered on a follow up CT performed approximately 1.5 month post index procedure. Urgent intervention was performed few days later with another manufacturer's extension cuff and a bare metal stent implanted in the left and right renal arteries for the chimney technique. Nbca was used for the neck region. The intervention was complete and no endoleak persisted. As per the physician the cause of the event was due to patient anatomy as the sealing zone at the proximal neck was insufficient due to an undersized main stent graft body being chosen due to the emergent style index procedure. No additional clinical sequelae were reported and the patient is fine.